Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the information received the dissolvable suture fixing the electrode lead to mastoid edge extruded through skin. During handling of the extruded suture the active electrode was inadvertently pulled out of cochlea. The measurements performed before re-insertion attempt showing short-circuits are likely caused by the electrode array but not the reference electrode (re) being submerged in a disinfection solution and thus there was electrically isolated. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient was reimplanted with this device in (B)(4) 2017. After implantation the dissolvable sutures used for the fixation of the electrode lead to the mastoid edge extruded through the skin. During handling of the extruded sutures, the active electrode was inadvertently pulled out of cochlea. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Dissolvable suture fixing the electrode lead to mastoid edge extruded through skin. During handling of the extruded suture the electrode array was pulled out of cochlea. Device was explanted.

Manufacturer narrative:
Based on the received information received the dissolvable suture fixing the electrode lead to mastoid edge extruded through skin. During handling of the extruded suture the active electrode was inadvertently pulled out of cochlea, and likely damaged due to excessive mechanical stress. The device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The recipient was reimplanted with this device in (B)(6)2017. After implantation the dissolvable sutures used for the fixation of the electrode lead to the mastoid edge extruded through the skin. During handling of the extruded sutures, the active electrode was inadvertently pulled out of cochlea. The device was explanted but has not been received for investigation.